Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. Additional information received indicates that it was confirmed through xray. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. Additional information received indicates that it was confirmed through xray. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use and therefore is deemed a known inherent risk of the device. Based on the results of the investigation, no escalation is required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. Additional information received indicates that it was confirmed through xray. This lead was surgically revise and remains in service. No additional adverse patient effects were reported.